Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g148 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g148 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The customer returned photographs for investigation. A review of the photographs show evidence of blood pooled around the bonded y-connector and the yellow n tubing in the pump tubing organizer (pto). The blood leak appears to be at the joint between the yellow n tubing and the single port of the y connector, though the exact location of the leak was not determined from the photographs. A material trace of the related components used to build lot g148 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The cause of the pto leak in this area was most likely due to a weak bond joint between the tube and the y-connector; however, the cause of the weak bond could not be determined based on the available information. Retraining has been completed for manufacturing operators who perform this operation. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer sent an email to report a pump tubing organizer (pto) leak during a treatment procedure. The customer reported approximately 200 ml of whole blood was processed at the time the leak was observed. The email indicated that the treatment was aborted and no blood was returned to the patient. The customer indicated that there were no issues with the patient. The customer returned photographs for investigation.